Manufacturer narrative:
(B)(4). Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device pm6846 batch number, and no non-conformances were identified. Additional h3 investigation summary: one picture was returned for analysis. Upon visual inspection of the picture, a winding former with a detached needle of product code sxpp1a401, lot pm6846 could be observed, and no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional h-3 summary: it was received for analysis an empty opened foil, an empty opened labeled winding former and a detached needle of product. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle present body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. In addition, a suture piece was observed still attached into the barrel hole. The suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause of the performance pull off - suture needle is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.